Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way foley catheter was received. Visual evaluation noted no obvious defects. The catheter's balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was able to be filled with ease as intended and was complete. This meets specification as the notch punch should be complete. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. A review of the device history record was not performed as the reported event being unconfirmed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the balloon of the catheter was difficult to inflate with sterile water during pretest. As per additional information received via email on 23jun2020, it seemed that there was no visible damage to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was difficult to inflate with sterile water during pretest. As per additional information received via email on 23 jun 2020, it seemed that there was no visible damage to the catheter.